Manufacturer narrative:
G4: 13aug2020. B4: 18aug2020. B7: other relevant history, including preexisting medical: h10: t was stated that during the ventilator was swapped out for another without any further problems. Patient information provided: age: 57, dob 08/30/1962, gender=male, weight: 418 lbs. 14oz. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported a ventilator that was inoperable, with a frozen screen and would not turn off. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the power management printed circuit board assembly resolved this event. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.